Event description:
It was reported that the patient presented to the ER after receiving a vibratory patient notifier for out of range hv lead impedance. The hvli had been stable but with occasional out of range measurements since 2012. The clinic elected to turn off the patient notifier parameter alert. The lead issue will be addressed at the next device changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.